Manufacturer narrative:
H6 - final analysis found that the device was in back-up code b with erratic output due to an erracti signal generated by the scamp interface integrated circuit.

Event description:
Information received from the field notes that the patient complained of having to pull off the road because he would become dizzy and disoriented. The patient indicated that he had not had any medical procedures done or beeen near any magnetic fields or shocked by any electrical device. The device went into backup mode code b with backup pacing in the 30's to 50's.